Event description:
Philips received a complaint by the customer on the v60 indicating that the battery was dead and not working. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. There is no battery operation when there is no alternating current (ac) power. The remote service engineer (rse) provided the customer with the part number of the replacement internal battery for repair.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.